Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and due to the condition of the returned sample, it appeared that the catheter was damaged during use. It was reported that liquid was leaking from the catheter when preflushing the catheter after opening the package. One 4fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed from the catheter. The catheter had been trimmed to length between the 45 and 46 cm depth mark. The printing on the extension leg and molded wing was worn. A tacky residue, which is consistent with residue from a dressing, was observed on the molded wing and purple tubing between the molded wing and the 7cm depth mark. The 4-6 cm depth marks were partially worn from the catheter. A 2mm longitudinal split was observed in the catheter between the 5 and 6 cm depth marks. A microscopic examination of the split revealed a rough and granular surface. A 1mm split was observed in the tubing 180-degrees from the 2mm split. A functional test revealed fluid leaking from the catheter between the 5 and 6 cm depth marks. The section of tubing distal to the leak site was occluded. What appeared to be blood residue was found in the lumen distal to the leak site. Due to the evidence of use, it appeared that the catheter was damaged during use. The edges along the splits exhibited more wear and roughness on the external surface of the catheter, which suggests that the catheter was damaged from an external source. A lot history review (lhr) of reau1884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter was found to be damaged, leading to liquid leakage when preflushing the catheter after opening the package. The catheter was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter was found to be damaged, leading to liquid leakage when preflushing the catheter after opening the package. The catheter was not used on the patient.